Event description:
During the operational qualification of the 7500 fast dx real-time pcr instrument (catalog no. 4406985, serial no. (B)(4)), the customer and field service engineer observed popping sounds and a burning smell. No pt involvement reported. (B)(4).

Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. The instrument was repaired by replacing the main controller board. After repair the unit was tested and passed performance specifications. Device intended use: the applied biosystems 7500 fast x real-time pcr instrument with the sds software version 1.4 is a real-time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and converts them to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures, and on use of the analyzer.